Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was broken. A field service engineer (fse) found two medications behind the trays and observed that some doors were pressing against each other. The grease was applied, and door alignment was adjusted. The doors were tested in both hardware test application (hta) and the application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had broken tower door. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.